Manufacturer narrative:
The device will not be returned to the MFR for investigation. The instructions for use that are provided with each of these devices has a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales representative has visited the account and retrained on the safe removal of the batteries.

Event description:
It was reported that after the procedure, the cord between the battery pack and the handpiece was cut. The battery pack heated up and the batteries leaked. There was no pt involvement and no allegation of adverse consequences associated with this event.